Event description:
It was reported that the patient was being treated for a 6 cm in diameter abdominal aortic aneurysm. It was reported that during the index procedure, the endurant bifurcated stent graft was implanted at the edge of the renal artery, however, the delivery system got stuck on the suprarenal stent and the bifurcated stent graft slightly migrated resulting in a proximal type I endoleak. It was noted that the main body size seemed to be smaller than expected. At this time, the patient¿s renal function had improved so the physician decided to implant a renal artery stent and an additional aortic extension was also implanted with snorkel technique to save renal artery. The renal stent graft was inserted below the guiding sheath from both sides of brachial artery and was inserted at both sides of renal artery, which had access difficulties due to curvature and the suprarenal stent. The renal artery stent and aortic extension with snorkel technique were successfully implanted however, the angiography showed the endoleak had not resolved. At the end of the procedure, the physician inserted a balloon at the left renal artery and upon removal; it got stuck on the stent and was unable to be removed. The physician tried removing the guiding sheath; however, the guiding sheath was stuck on suprarenal stent and was unable to be removed. Several techniques were utilized to remove the sheath including wire, guiding and snare, however, the situation did not change. Then guiding sheath which came from left brachial artery was cut and was left in the patient¿s body. General status was gradually on the recovery trend though he had taa and shaggy aorta, and had completion of post-operative renal failure and thrombus. The patient¿s status worsened when blood-pressure fell and expired due to multiple organ failure ten days later.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a saccular 70 mm x 53 mm abdominal aortic aneurysm approximately three weeks ago. The aorta was shaggy, the renal arteries were narrow and the proximal aortic neck was 32 mm in diameter and angulated. It was reported that intra-operatively a proximal type I endoleak was observed. The physician implanted an endurant (B)(4) aortic cuff preserving the renal arteries with a chimney technique. The endoleak successfully resolved; however, another manufacturer's balloon, which was used for stenting of left renal artery, ruptured during stenting. There was difficulty removing the ruptured balloon and another manufacturer's guiding catheter was inserted from the left brachial artery and the balloon was successfully removed using the catheter. While the physician was using the catheter, one of the anchor pins of the endurant stent graft caught into the catheter tube. The physician tried to remove the guiding catheter; however, was not able to release it from the anchor pin. The physician finally cut the guiding catheter near the cut-down region and finished the procedure. The catheter remains in the patient and was not removed. It was reported that the patient expired ten days later. The physician stated that the patient had a shaggy aorta and the possible cause of death was perfusion abnormality or occlusion due to thrombus movement. No further information is available.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death). Patient's condition affected effectiveness of device (diseased aorta). Caused by another drug/device (balloon and guide catheter). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (diseased aorta). Another device caused failure (balloon and guide catheter).

Manufacturer narrative:
(B)(4). Results, conclusion: emboli.